Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9am on (B)(6) 2017. The patient was unable to provide blood glucose results obtained from either device at this time. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with an unspecified dosage of metformin per day and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that one hour later they developed the symptoms of ¿lightheaded¿ and ¿passed out¿. In response to these symptoms the patient self-treated by consuming additional food and/or drink at 10am on (B)(6) 2017. At the time of troubleshooting the cca noted the patient did not have control solution available to test on the subject meter. The patient¿s testing technique was correct and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.